Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was capped and replaced. Further, the patient was given intravenous antibiotics. No additional adverse patient effects were reported.